Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. The product lot code was not provided. A search of the complaint database against the reported product code found additional reports of breakage. (B)(4) was previously performed by commercialized product development and concluded there are no design improvements, protective measures or information for safety that would definitely reduce the risks associated with these complaints without potentially increasing/adding other risks. The investigation could not verify or identify any product contribution to the current reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Chip out from side of the attune femur trial.